Manufacturer narrative:
The complaint is confirmed based on the customer provided photos. This failure mode is under further evaluation through CAPA-00274.

Event description:
On 9/21/2021 it was reported by a sales representative via email that (2) ar-3836 knotless fibertaks pulled out completely when shuttling the loop through the sheath of the anchor. This was discovered during a case, with no patient effect reported. The patient was a 16 year old male athlete with hard bone. The surgeon completed the case successfully using a new device from a different manufacturer. The agency still has 4 devices remaining in their inventory with the same lot number that they would like to get rid or due to the possibility of them being defective. Additional information requested 09/22/2021. Additional information provide. 09/24/2021. Capsulorrhaphy was being performed. The device broke inside the patient, and not all the fragments were removed. The 1.8mm drill and curved drill guide were used to prepare the bone socket from the drill kit ar-3638dc.